Event description:
Boston scientific was notified that during an event after a neuroform stent had been placed, 2 coils were placed successfully. The 3rd coil, a matrix ultrasoft-sr coil stretched and part of it is in the aneurysm and part in the parent vessel. Only part of the coil was retrieved with success, it was decided to leave the rest alone. At this point, the pt is stable.